Event description:
This patient in 1977 had subcutaneous mastectomy, bilaterally, for fibrocystic disease. The patient had bilateral breast implants in december, 1977. The patient noted sudden change in the left breast in september, 1992. There was no history of trauma. She felt sudden onset of burning at work. Following this the left breast breast became smaller. The right breast started to burn in february, 1992. Since march of 1991, the patient has experienced fatigue, short term memory loss, myalgia and arthalgias of multiple joints and muscles. She has experienced dry eyes and vagina and night swaets. She has tingling from elbow to fingertips. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured. There were large tears on the elastomere shells of the implantsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.